Event description:
Patient reported capsular contracture, baker grade IV, and "sore, hard lumpy breast". The device has been explanted. This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported capsular contracture, baker grade unknown, and "sore, hard lumpy breast". The device remains implanted. This record relates to the right side.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 4/22/2024.

Event description:
Patient reported capsular contracture, baker grade IV, and "sore, hard lumpy breast". The device has been explanted. This record relates to the right side.

Event description:
Patient reported capsular contracture, baker grade IV.

Event description:
Patient reported capsular contracture, baker grade IV, and "sore, hard lumpy breast". The device has been explanted. This record relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ lump/nodule: unable to observe as it is not related to the device. As per the investigation procedure, creases, particles, observed opening on anterior side assessed as surgical damage and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported capsular contracture, baker grade IV, and "sore, hard lumpy breast". The device has been explanted. This record relates to the right side.